Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was implanted due to a brain trauma that resulted in nerve damaged for the bladder and bowel, the nerve was dead the stimulator helped the patient when the bladder/bowel were full. The patient stated after implant she noted the stimulator helped with many pre-existing symptoms; it helped lower her heart rate down to 101 over 69 or 72, improving breathing, it helped with migraines and helped release muscles in the patient¿s face and lips so her lips felt hot and loose, which were a good, positive thing and an improvement to pre-existing symptoms. The patient reported hackers were living below her and next to her that are trying to steal her wifi and data on her phone, so she had her wifi turned off and kept her phone in a can. The patient did not allege the hackers were stealing data from the ins, but stated that the device the hackers were using were interfering with her stimulator. The patient reported they were using realtek emi decoder inc and quancomm. It was reviewed those were softwares not devices. The patient stated after implant as soon as she returned home the patient noted a loss of therapy, increased heart rate, migraines, and return of facial tension. The patient noted they fell backwards a short while after implant, they went to the hcp and found it ¿threw the circuit¿ programming resolved it, but the patient continues to notice symptoms at home. The patient added her heart rate increased to 142/89. The patient also felt jolting at night, having a hard time breathing and heisting to breathe, which was a loss of therapy according to the caller. The patient noted all the symptoms were addressed until she returned home, and they were not present when she left the house. The patient noted if she was laying in the bathtub the water helped block the interaction and those symptoms improved, but she could not stay in the bath all the time. The patient tired turning stimulation down to limit the impact, but that resulted in a loss of therapy, the patient had trouble going to the bathroom again because she turned it too low. The patient noted it only happened when they were at home, exposed to the hacker¿s technology. The patient noted she fell about 2 weeks after implant, the hcp checked the device, noted it ¿threw the circuits¿ and ¿resolved¿. The patient had no current falls, and the patient stated she initially attributed the issue to the fall, but now thought it was the hackers the whole time. It was noted the patient had an appointment on (B)(6) with the hcp. The patient noted they had the initial loss of therapy with the migraines, heart rate, and lips on (B)(6). The patient stated 2 weeks after implant, in (B)(6), they fell, and the hcp stated they threw the circuits, programmed and resolved. The patient stated the jolting at night and trouble breathing began a while after the fall month, but the date was unknown. The patient stated the trouble going to the bathroom after turning stimulation down began about a week prior to the call on (B)(6). The patient stated the called a manufacture representative (rep) on december 19th and redirected to the call the hcp, the patient called the hcp and told the patient to call the manufacturer. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their device only lasted a year and a half from hackers drawing the power from their device. Patient had the device replaced (B)(6) 2020. The patient's relevant medical history included brain trauma to the sacral nerve.